Manufacturer narrative:
The reported event was confirmed. The balloon was dissected and a notch was found partially perforated, visual evaluation of the returned sample noted one opened (without original packaging), silicone catheter with cut inlet tube and sample port connecter, visual inspection of the sample noted no visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. It was confirmed to be 14 fr. The active length of the catheter balloon was measured (0.6790") ) and found to be within specification (0.6"-0.9"). Although the reported event was confirmed, the root cause could not be determined. A potential failure mode could be "notch not completely perforated." A potential root cause for this failure could be" inadequate pressure on the machine to punch." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not inflate the balloon in the urethra. [The urethra may be injured.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to inflate during pretest because the syringe got stuck in the middle of injection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate during pretest because the syringe got stuck in the middle of injection.